Event description:
It was reported during an onsite clinical visit clinicians reported observing a collapsed drip chambers on secondary infusions. Clinicians stated that when this occurs they can not infuse any more medication. There was patient involvement but impact is unknown. Following customer follow up, customer stated unable to provide additional information and no products will be returned to bd.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.